Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00116 follow up 1: neck; 3025141-2019-00117 follow up 1: stem.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00116: neck; 3025141-2019-00117: stem.

Event description:
An arh slide loc radial head replacement implant was implanted on or about (B)(6) 2017. On (B)(6) 2018, the device was explanted.